Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and unknown morphine for non-malignant pain. It was reported that the patient stated they were having issues with their handset. The patient stated they kept getting a lot of messages that the controller wasn't responding and to close up or wait. The patient stated sometimes the screen would go dark on them and sometimes would say no pump response even though the controller was at 90% and it took forever to get a bolus. An agent walked the patient through closing out of the application and clearing the data inthe device. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned they get 6-7 boluses a day every 3 hours but do 4. ***see pe 709164317 for omitted information regarding communicator charging port loose.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.